Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined the reported balloon appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was report that after the armada 14 balloon catheter reached the moderately tortuous, concentric, 99% stenosed lesion, the balloon catheter was pressurized for the first time but leakage was observed from the proximal part of the balloon at 1 atmosphere. The balloon was confirmed to be ruptured. The armada 14 balloon catheter was removed from the patient and a new balloon catheter was used. The balloon was soaked in saline prior to use. Air was pulled outside the anatomy prior to use. There was no resistance during sheath removal. There was no resistance during advancement or removal of the device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: astat. Guide cath: sheath 6fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.